Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record could not be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth: unknown/ not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. PMA: unknown as model number is unknown. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was an intraocular lens (iol) with significant surface deposits. There was patient contact. It was reported that there was possibly a patient injury. Visual acuity at 1 week post-operatively was 20/25+, no glare testing performed. The doctor mentioned that he will dilate in 6 weeks. It was noted that currently the patient seems to be doing well, but days are long/not much night driving for now. No additional information was provided to abbott medical optics.